Event description:
During incoming inspection, moisture was found in packaging of device. It was reported the warehouse maintains room temperature and avoids direct sunlight. No patient involvement reported.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; however the customer did provide a photo. The photo was evaluation and the complaint was confirmed. The product contained vapors inside the packaging. A device history record review was performed and no relevant findings were identified. A non-conformance was opened to further address this issue.

Manufacturer narrative:
(B)(4).

Event description:
During incoming inspection, moisture was found in packaging of device. It was reported the warehouse maintains room temperature and avoids direct sunlight. No patient involvement reported.